Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family regarding insulin pumps subject to the (B)(6) 2019, voluntary urgent field safety notification related to loose, missing or broken retainer ring. Customer alleged of possible over/under delivery of insulin from the pump that resulted emergency room visit/hospitalization several times. On (B)(6) 2020 approximately customer was allegedly hospitalized due to ketoacidosis or retinopathy (requiring laser surgery). Customer alleged the device would not give insulin and would not alert when there was low amount of insulin in the device. Customer claimed the insulin pump was in auto mode at time of the event. Customer does not recall the symptoms that they experienced. Customer would ingest apple juice and glucose tablets. Blood glucose value and sugar glucose value was unknown at the time of event. The device will not be returned for analysis.